Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and a review of the logs. The display was replaced to resolve the reported issue. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on (B)(6) 2017. The gehc internal field modification number is (B)(4). There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user. The customer contact reported there is no patient information available. (B)(4).

Event description:
The hospital reported that they are getting a black screen with an error code of ec01000. There was no report of patient injury.